Manufacturer narrative:
Additional information: device manufacture date provided.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient present. Device mfg date not available at the time of this report. The issue was resolved with a reboot to re-establish communication. No parts or files returned for analysis. Rebooting resolved issue, correct settings verified.

Event description:
A site representative reported that they were setting up for a case and the o-arm communication was showing yellow (disconnected) in the s8 navigation system software. Technical services had the site go into the dicom servers task and they were able to verify that the navigation server was selected correctly. All info matched. They then rebooted the s8, disconnected, and were now able to get green status and proceeded with the case. No patient involvement.